Event description:
Caller reported aviva system blood glucose results of 583 mg/dl, 202 mg/dl, and 156 mg/dl within 10 minutes. Caller reported another separate comparison on the same system of hi, which on the system indicates a result in excess of 600 mg/dl, and 219 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.